Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc application. The customer reported they had difficulty logging into the application and therefore was unable to link the sensor with the application. The customer became sweaty, lost consciousness, and was seen by a healthcare professional who administered glucose via IV for treatment and provided an unspecified medication. The customer indicated they were hospitalized for 48 hours. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported reported not able to login to the application. An investigation was performed for the reported complaint and it was determined that there were no issues with the freestyle libre 2 application that could have led to the complaint. The device, app version, software version were not provided. There was no indication that the application was not functioning as intended. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc application. The customer reported they had difficulty logging into the application and therefore was unable to link the sensor with the application. The customer became sweaty, lost consciousness, and was seen by a healthcare professional who administered glucose via IV for treatment and provided an unspecified medication. The customer indicated they were hospitalized for 48 hours. There was no report of death or permanent injury associated with this event.